Event description:
Patient was admitted to the hospital, in 2004, for high blood glucose (>600 mg/dl), and chest pains. Pt had attempted to self-treat by delivering several boluses; however, their blood glucose continually measured > 600 mg/dl. At the hospital, patient was treated with insulin injections (amount dispensed not provided), and given a stress test. Two days later, patient's blood glucose measured 157 mg/dl. Later that afternoon, their blood glucose had risen to > 600 mg/dl. At the time of the report, patient was still in the hospital.